Event description:
10 x 10 mm electrode loop broke during case. Staff feels it was a defective product. Device has been retained by biomed for evaluation, if necessary. Additional follow-up: received letter from utah medical after inspection of "defective" product. Utah medical states that "the melting of the saf-t-gauge does not indicate a defective product" and included possible causes for the event.